Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted the device case was swollen. The seal plugs were intact and the setscrews moved freely. The device was returned nine years post-explant; therefore, no telemetry was possible. The device case was removed and an external power supply was attached for detailed testing. Normal currents were observed. Manual electrical measurements noted normal sensing, pacing, and defibrillation functions. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) declared end of life (eol) battery status due to a charge time of greater than 30 seconds. Technical services discussed the mid-life display of replacement indicators advisory. The device was explanted and replaced with another boston scientific crt-d. As of today, the device has not been returned for laboratory analysis. This report will be updated if additional information is received.